Event description:
The field engineer reported that the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite information. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.